Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the thresholds of the leadless implantable pulse generator (ipg) increased since implant causing the battery to deplete. Initially programming changes were made and subsequently, the ipg was explanted and replaced with a transvenous ipg system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.